Event description:
(B)(4) protective coverlets contained a material component which could have imaged as artifact on a pt mammogram. This component of the product caused a honeycomb or diamond-looking pattern artifact to appear on 2 patient images which was noticed by the radiologist, resulting in 2 repeat mammogram images.